Manufacturer narrative:
This event occurred in (B)(6). The field service engineer discovered liquid was not removed completely from the ise mixing vessel before the next sample was dispensed. The ise valve and solenoid were replaced. The investigation determined the service actions resolved the issue. (B)(6).

Event description:
The initial reporter received questionable ise indirect gen.2 na, k, and cl results for four patients tested on a cobas 8000 cobas ise module. The initial results were reported outside the laboratory. The customer performed repeat testing for confirmation. The na, k, and cl electrode lot numbers and expiration dates were requested but not provided.